Event description:
The daughter of a (B) (6) female pt contacted lifecor customer support to report that the pt's battery charger is not working. She stated that the power brick was lit. Support had her place a battery pack into the battery charger and no lights lit up. Support sent the pt a replacement battery charger.

Manufacturer narrative:
Device eval summary: device eval of battery charger (B) (4) has been completed. The reported problem was confirmed. The cause of the battery packs not charging was corroded battery contact terminals in the battery connector of the charger. The corrosion prevented proper contact with the battery pack connector contacts. The root cause of the corroded terminals was probably liquid spillage into the battery well area of the charger. The charger was made a demonstration unit. No adverse event resulted from the damaged charger. The pt received a replacement charger.